Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured a driveline power fault alarm on (B)(6) 2025 due to a drop in current across the power-b line, the alarm remained active throughout the remainder of the data. The driveline power fault alarm did not affect the controller's ability to support the system. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the alarm resolved upon exchanging the system controller and the modular cable. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault during their regular morning routine at home. The system controller and modular cable were exchanged which resolved the alarms. The cause of the driveline power fault was unknown.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.